Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems identified during this DHR review. Visual inspection found it to be wear and tear damaged enclosure, line cord, and front cover, and noted to have an outdated pcb and power switch. Device tank was filled with water and powered on. Device had alarmed as a result of a membrane that had been shorted out. The problem source has been determined to be unknown; no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that incident occurred during testing; no patient involvment.

Event description:
Information was received that a smiths medical level 1 hotline low flow system has disposable alarm and float switch alarm keeps coming on. No adverse effects reported.